Event description:
A physician reported that the actuation failure of probe occurred and strange sound was heard before vitrectomy surgery. The surgery was performed and completed after replacing the product with another one. The condition of aspiration was unknown. There was no report of patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One opened probe was received, with a tip protector, in a tray, for the report. The sample was visually inspected and found to be nonconforming with light brown foreign material on the port face. The sample was then functionally tested for actuation and aspiration. The sample was found to be conforming for aspiration and nonconforming for actuation; however, no strange sound was observed. The probe was disassembled and the components inspected. Excessive wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Wear marks observed along the inner cutter. Gouge marks at the cutting edge and several other locations along the inner cutter. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) rfid tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation does not confirm the probe had a strange sound, the complaint evaluation does confirm the probe had an actuation failure. The root cause for the actuation failure as well as the foreign material observed is due to the excessive surgical use of the probe. The vitrectomy portion of the procedure is typically less than twenty minutes. Although the reported event was reported to have occurred prior to surgery, it appears that the probe has experienced a use much greater than the typical timeframe of the vitrectomy portion of the procedure. The excess usage of the probe will wear and damage the inner cutter such that the cutter function becomes poor, bent, or does not function at all. The reported strange sound was not confirmed, and it appears that the observed actuation failure was due to excessive use of the probe by the user; therefore, no specific action with regard to this complaint was taken by the manufacturing site. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information was updated in d.4. The manufacturer internal reference number is: (B)(4).